Manufacturer narrative:
MDR 3003442380-2026-22844 / initial 3 of 4. Based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient experienced adhesive issues with four infusion sets where adhesive failed to stick upon application event on (B)(6) 2026.